Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k032675, k050745, k050747, k050780, k050865, k050881, k050946, k050982, k051109, k051138, k051204, k051266, k051272, k051692, and k062206. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ smic-101 the mic result for the drug vancomycin is suppressed and clindamycin is being reported instead. It is to be noted the rule for suppression is accurate. No health impact or consequence reported.